Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient experienced discomfort at the pocket site and lead exhibited high impedances which led to ineffective therapy. As such, surgical intervention was undertaken where the lead and ipg were replaced, thereby restoring therapy.